Event description:
A report was received that the patient had lost coverage and was unable to charge the ipg due to falling on it. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Sc-1132 (sn: (B)(4)). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient had lost coverage and was unable to charge the ipg due to falling on it. The patient underwent an ipg replacement procedure.